Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and had a delayed response when attempting to select options and numbers on the touch screen. There was no adverse impact to customer's blood glucose. No additional information was provided. The customer declined troubleshooting and follow up from tandem technical support.